Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The event date listed on reflective of the time zone of the country of the event.

Event description:
It was reported that out of range issues occurred between the transmitter and pump greater than 15 minutes, with no continuous glucose monitor (cgm) sensor readings. Blood glucose was not impacted. Reportedly, the pump was reset, and the customer continued to use the pump for insulin therapy.